Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 131 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer¿s blood glucose at time of incident was 69 mg/dl and current blood glucose was 229 mg/dl. The customer was treated with food. The customer declined to troubleshoot for low blood glucose. The sensor glucose value that triggered the suspend event was 60 mg/dl and suspend on low limit in sensor settings was 60 mg/dl. The customer was advised to call back if needed. The customer was advised to in future to safe any sensor with issues. The sensor will not be returned for analysis.